Manufacturer narrative:
Visual, dimensional, functional inspection, and material analysis could not be performed as the device remains implanted. Manufacturing and complaint history records were reviewed for the lot provided and no relevant issues or similar complaints were identified. It was reported that there is no revision surgery planned and there were no complications during initial procedure. It was confirmed via post-op x-ray taken (B)(6) 2019, 4 months after the original procedure that the cage fractured. There were no broken or loose supplemental fixation parts, no post-op trauma to the patient, fusion was not achieved, and no operative notes were received. No cantilever force was applied and no difficulty with impaction or insertion. Unknown amount of impaction force was applied and unknown if cage was repositioned after insertion. The pain of the operation area persisted after completion. However, it is unclear whether the surgery was the cause because the patient had pain before the surgery. According to the IFU, the tritanium pl cage is to be implanted via a posterior approach. The tritanium pl cages are not intended for use except as indicated. Based on the x-ray, the cage is positioned very anteriorly in the disc space which as a result could subject the implant to excess forces due to the patient's anatomy which may have contributed to the event. However, since the cage was not returned, a definite root cause cannot be determined. It is also possible that application of twist or torsion forces or use of the twist and distract methods during insertion could have contributed to the event, however this is unknown at this time. A corrective action/preventative action was opened to determine the root cause(s) of this failure mode and implement actions to reduce occurrence. The post-market surveillance team will keep monitoring this type of reported events.

Event description:
Patient received a plif of l4/5 for neurological symptoms such as leg pain due to lumbar spinal canal stenosis on (B)(6) 2019. X-rays confirmed the cage fracture is located anteriorly in the disc space. Relation of patient's pain and broken cage is unclear. Patient prescribed medicine for pain and is under observation.

Manufacturer narrative:
Device remains implanted.

Event description:
Patient presented with pain after plif of l4-l5 surgery. X-ray confirmed the cage broken and patient was prescribed medicine for pain. Revision surgery is not planned; it is unclear if the pain is a result of the broken cage.